Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was positioned and just before connecting the lead to the device, the physician noted the conductor coil appeared to have been stretched/unwound slightly. The rv lead ended up being implanted successfully and all rv measurements afterwards were within acceptable range. Manipulation of the system post-implant did not reveal any abnormalities as well. Additional information provided from the field indicated elective surgical intervention was later performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a compression in the coils approximately 13.5 centimeters (cm) from the terminal end. Such damage was likely induced during the implant procedure. Overall, analysis was able to confirm that observations noted with the lead in the field.